Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a catheter that broke/separated from the hub. The following information was provided by the initial reporter: on (B)(6) 2021, the night shift nurse admitted a new patient and prepared for intravenous infusion treatment according to the doctor's instructions. Before the operation, carefully check the outer packaging of the intravenous indwelling needle. Then opened it and checked again. It is found that the needle core is separated from the catheter tubing and cannot be used for intravenous infusion. Treatment. Immediately replaced the intravenous indwelling needle for venipuncture.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a catheter that broke/separated from the hub. The following information was provided by the initial reporter: on (B)(6) 2021, the night shift nurse admitted a new patient and prepared for intravenous infusion treatment according to the doctor's instructions. Before the operation, carefully check the outer packaging of the intravenous indwelling needle. Then opened it and checked again. It is found that the needle core is separated from the catheter tubing and cannot be used for intravenous infusion. Treatment. Immediately replaced the intravenous indwelling needle for venipuncture.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0322646. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.